Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting high capturing threshold. The ICD was explanted and new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.